Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a data sync failure. A technical service engineer dailed into the station and performed full sync to resolve the issue. The system functioned as intended after the technical service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a data sync failure, system running slow. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.